Event description:
Manufacturer's local lab observed the lancet protrudes beyond the end cap of the multiclix device after firing. No adverse event reported. Suspect device has been returned.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The event occurred in (B)(4).

Event description:
It was reported that the product displayed an e-1 error code. It was further reported that this happened during a case. There was no delay nor harm to the patient.